Event description:
A surgeon reported that as an intraocular lens (iol) was being inserted into the anterior chamber of an aphakic eye, the delivery was faster and at a different angle than what the surgeon was anticipating. The lens fell to the back of the eye. An anterior chamber lens was implanted. In a follow up, the surgeon reported that the lens was removed by a retinal surgeon in a subsequent surgery.

Manufacturer narrative:
The product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is:(B)(4).